Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 29mm sapien 3 ultra resilia (s3ur) valve in the native aortic position, the s3ur valve would not advance through the 16fr esheath+ at the groin site per fluoroscopy. It is believed that either the loader cap was not hubbed against the esheath+ or that the loader was pulled back too early. Also, it was discovered that the s3ur valve got stuck in the esheath+ and perforated the back of the esheath+. The devices were removed as a unit and a new system prepped. A second s3ur was deployed successfully and without difficulty. Per report, there was no injury to the patient.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Component code, type of investigation, investigation findings and investigation conclusions have been updated. Additions to sections d9, h6: component code and type of investigation. Corrections to sections h3, h6: investigation findings and investigation conclusions. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation and the following observations were made: 29mm commander delivery system (ds) returned partially inserted through the 16fr esheath+ with loader fully inserted, exposed strut of the transcatheter heart valve protruding through strain relief of esheath+ (approximately 3 inches from comnut), liner partially expanded starting at distal strain relief (approximately 3.5 inches in length), remaining liner unexpanded, and distal tip unopened with sheath shaft curvature. Based on the nature of the returned device (liner puncture), the ds was unable to advance through the esheath+. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The provided imagery revealed tortuosity in the patient's right access vessel. In this case, the complaints of inability to advance through sheath and sheath punctured were confirmed based on evaluation of the returned device. The loader is used to facilitate a smooth transition of the crimped valve through the sheath hub and proximal strain relief. Incomplete loader advancement and/or premature loader removal can lead the valve to get caught within the sheath during delivery system insertion (as reported), leading to resistance. Tortuous patient anatomy observed can also create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. During the procedure, the sheath may sustain damage from additional device manipulation (e.g. High push force) or in combination with challenging anatomical factors. Anatomical characteristics may promote sheath damage indirectly via suboptimal advancement angles (e.g. Sheath navigation through tortuous or restricted anatomy). High push forces coupled with non-coaxial advancement trajectories can lead to sheath hdpe, liner, and/or strain relief damage due to direct interaction with crimped valve (e.g. Catching of bent strut). As such, available information suggests that use error (incomplete loader insertion, premature loader removal) and/or patient factors (tortuosity) may have contributed to the resistance (inability to advance), while patient/procedural factors (tortuosity, high push force) may have contributed to the sheath puncture. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.